Event description:
Boston scientific received information that one day post-implant this patient expired; a lead perforation was suspected. An official cause of death was not known. It is unknown if the device will be explanted. Additional information was obtained from the field that the patient's artery may have been nicked during venous access. The implanting and following physicians stated there was no allegation against the pacemaker and it did not contribute to the incident. The time of death was approximately 10 hours after the implant procedure. The product will not be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.